Manufacturer narrative:
Product ID 3058 (B)(4) implanted: (B)(6)2018 product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked about the circumstances that led to the device not working and not feeling stimulation, the patient said they were told by a nurse practitioner (np) on (B)(6)2018 that neither device was working when they returned to their healthcare provider's (hcp) office. When asked about the steps taken to resolve the devices not working and not feeling stimulation, the patient said they met with a manufacture representative (rep) on (B)(6)2018 who told them they were working at that time. They returned to their hcp's office on (B)(6) who met with the np and a different rep. That rep explained to the patient more about their devices. With that being said, the patient said their devices do not make them one bit drier than they were before getting home even though the devices were operational. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(4) 2018, product type: implantable neurostimulator. This event was also reported under regulatory report number 3004209178-2018-05243. . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s devices didn¿t work. They weren¿t helping their symptoms and they weren¿t feeling stimulation because they weren¿t working. Prior to this report, the patient tried increasing their stimulation and changing programs on both devices, but neither was working. The patient met a nurse practitioner on (B)(6) 2018 and tried making adjustments and checking the system. The nurse practitioner confirmed that they weren¿t working and recommended the patient get in touch with a manufacturer representative (rep) for reprogramming. In the meantime, the patient was going to turn the stimulation off. There were no further complications reported or anticipated.